Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Event occurred around (B)(6) 2013.

Manufacturer narrative:
(B)(4).